Event description:
It was reported the patient had symptoms of increased baseline spasticity that started on the morning of (B)(6) 2013. The pump was audibly alarming and telemetry confirmed a critical alarm was occurring. A motor stall was noted and the stall was constant. The motor stalled the morning of (B)(6) 2013. The pump was used to deliver lioresal. Additional information later reported the motor stall occurred at 0900 saturday (B)(6) 2013. The patient became symptomatic saturday and then was reported to be in ¿full blown withdrawal" (spasms) saturday night. The patient was admitted to the hospital saturday night and was currently in the intensive care unit (ICU). It was noted the patient was ventilator/tracheotomy dependent due to a high cervical injury, and being quadriplegic. The pump was programmed to minimum rate yesterday (B)(6) 2013. The pump would be replaced today ((B)(6) 2013) and returned for analysis. Additional information later reported the patient was reportedly doing better after the pump replacement though the hcp had not yet seen the patient. The patient was on several other medications at the time of the event, including valium; the other medications were not specified. Additional information indicated the pump logs were read and the cause of the motor stall was unknown. Additional information later reported that per the patient¿s wife, the patient was at home and doing well.

Manufacturer narrative:
Product ID: 8703w, lot# l47428, implanted: (B)(6) 1998, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.